Manufacturer narrative:
(B)(6). Sample will not be returned for eval.

Event description:
It was reported that while in the cardiac care unit 1, the intra-aortic balloon (iab) was inserted through a sheath and into the pt's right femoral artery. "After insertion the transducer port was giving a black flow of blood." The md attached a 2cc syringe and "somehow managed the pt and made the balloon work." According to the md there was a crack in the port. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in treatment, the pt "somehow rec'd" managed treatment. There were no reported pt complications. According to the customer the pt is still under treatment.